Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) implanted with a implantable pulse generator (ipg) not manufactured by cpi was exhibiting interaction problems. The ICD was double counting the pacing therapy when the pacemaker was programmed unipolar. It was also reported that the ICD oversensed post shock after two maximum shocks were delivered and the pacemaker was programmed bipolar. Unipolar pacemakers are contraindicated for use with this ICD.